Event description:
In 2007, physician implanted a tfb-26-103, tfle-14-71, tfle-16-54. Final angiography verified the presence of contrast statis somewhere int he area of the main body neck. As the contrast stasis was then considered to be within the lumen of the graft, the procedure was finished. CT imaging conducted two days later, exhibited an endoleak, but could not determine the position of the endoleak. Angiography could determine that there were two leakage sites: one from the proximal neck of the main body and the other from the distal end of the contralateral (left) leg. They were type I endoleaks. Although compression of the grafts by placing stents was considered as an additional procedure to resolve the endoleaks, the procedure was postponed because the physician had not obtained prior consent from the patient and the hematoma discouraged him to conduct the additional procedure. Refer to 1820334-2007-00155.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy. Cook instructions for use states the following: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication." "The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made."